Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000178901

Event description:
It was reported that the patient experienced pain in their leg during a trial. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted to address the issue. The pain persisted after removal. It is unknown which lead caused the pain.

Event description:
Additional information indicates that the patient's pain resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.